Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the conductor coils were fractured and the insulation was damaged 37 cm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedances and loss of capture. A lead fracture and insulation damage was suspected. Surgical intervention was performed and the lead was partially abandoned. No adverse patient effects reported.